Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced loss of lock following a head trauma. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a dented bottom cover. The photographic imaging inspection revealed disturbed wirebonds at the digital chip. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The open device visual inspection confirmed shorter wirebonds between some digital chip pins. The residual gas analysis result was above the nitrogen limit indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. The failure of this device is attributed to shorted wirebonds at the digital chip, which prevented the device from achieving lock. A corrective action was implemented. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device is reportedly lost and will reportedly not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.